Event description:
A malfunction was reported, and it was noted that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and after doing so, the malfunction code did not recur. The customer was informed that they could continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.